Manufacturer narrative:
Correction: section h6 - the device code should have been no apparent adverse effect rather than insufficient information and battery problem. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's internal pulse generator (ipg) reached end of life. The patient underwent a surgical procedure in which their ipg was replaced.